Event description:
A falsely elevated troponin I result was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. The pt was transferred to an alternate facility. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk. The instrument is performing within specifications. No further eval of the device is required.